Manufacturer narrative:
(B)(4) (B)(6) the clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4)

Event description:
According to the reporter, during a colectomy procedure, an unknown eea stapler was difficult to remove after firing. The anastomosis was both hemostatic and pneumostatic. The surgeon observed complete tissue rings. The patient returned to the or for reoperation after a post-op leak was discovered. A diverting ileostomy was created. No device fragment fell into the patient. No reinforcement material was used. The device was discarded. No further information was obtained.